Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had a hole in the tubing under the safety clamp. The following information was provided by the initial reporter: "writer strung new lines for 2100 tpn and lipid change. As writer was putting cassette/safety clamp of the IV tubing for the tpn into the IV pump, line was noted to have a hole in the tubing, directly under cassette/safety clamp. Tpn had not been infused to patient yet. New IV tubing for tpn hung."

Manufacturer narrative:
Follow up MDR for device evaluation. One sample of item number 2420-0007 was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the sample showed a puncture in the tubing below the lower pumping segment fitting. A device history record review for model 2420-0007 lot number 22045967 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the damage seen on the sample is a misloading of the tubing into the alaris pump. When the pumping segment is placed in its designated position within the alaris pump, caution must be taken to assure all the tubing is in its proper position when the pump door is closed. In this case, we can see that the tubing was not aligned properly after the lower pumping segment, causing the tubing to be pinched and created the puncture observed in the sample. The bd clinical team has been made aware of this issue to see if there is any additional training that can be provided to the customer to eliminate this issue in the future. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.